Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. Vascular access was obtained via an antegrade approach with a straight angle. The chronically total occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). The physician exposed the vessel and did an endarterectomy and patch graft first. After pre-dilation, a 6 mm-200 mm/130 cm innova stent was advanced to the target lesion. The thumbwheel was used with normal force until the white arrow was visible. Then the pull grip was used to deploy the stent. However, the stent was foreshortened, thus another non-bsc stent was placed overlapping the innova stent. The procedure was completed. No patient complications were reported and the patient¿s status was fine.